Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-12152. It was reported that the patient presented for generator change procedure. During procedure, the physician noted that the left ventricular lead appeared broken and used a lead repair kit to repair the lead. Also, the right atrial lead insulation appeared breached, so it was repaired also. Lastly, the physician noted that the right atrial lead appeared calcified. All measurements were in range and consistent after lead repair. The patient was stable post procedure.